Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a device related thrombus. It was reported via social media that the procedure was successfully completed with the closure device implanted in the laa of the patient. The patient came in for their follow up imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician put the patient on eliquis in response to this event.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.